Manufacturer narrative:
Device passed the rewind, basic occlusion, prime and displacement test. Device received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s dad reported via phone call that the customer experienced a high blood glucose. Customer¿s high blood glucose value was 400 mg/dl. Customer treated with manual injection for high blood glucose. Customer stated that the drive support cap was normal. Customer stated that the insulin pump was not exposed to any magnets. Customer's dad also stated that insulin pump did not report on the motor position encoded error. Customer stated that the insulin pump was able to complete the rewind the insulin pump. Customer¿s dad stated that the insulin pump also received motor error alarm. The device will return for the analysis.